Event description:
The customer reported that when self-checking, the handle can't discharge. The symptom was clarified as a failure to discharge during testing. The is occurred during testing; there was no patient involvement.

Manufacturer narrative:
(B)(4): the customer reported that when self-checking, the handle can't discharge. The symptom was clarified as a failure to discharge during testing. This occurred during testing; there was no patient involvement. The device was evaluated by a philips field service engineer. The symptom was verified. The cause of the issue was localized to a failed paddle set. The paddle set was replaced to resolve the issue. The device passed all testing and was placed back into service. This was a malfunction of the external paddle set.